Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an interruption of insulin delivery when the ilet pump was in a change cartridge and tubing workflow, after which the user disconnected, completed the workflow, and resumed therapy; the event was associated with high glucose up to 286 mg/dl and was managed through troubleshooting and education without hospitalization. Symptoms included hyperglycemia. Outcomes included temporary elevation of blood glucose above 180 mg/dl for approximately 3 hours, with no ketone testing, no back-up therapy, no professional medical intervention, and no need for assistance. Investigation included customer support assessment and guidance to complete the cartridge and tubing change workflow and resume therapy. Investigation of this case revealed that the device was functioning and that user workflow completion resolved the high glucose, consistent with infusion set and cartridge workflow interruption rather than a persistent occlusion. It was concluded, based on previously established findings for similar reports, that user interaction with the cartridge and tubing change workflow led to temporary interruption of insulin delivery and resultant hyperglycemia.